Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The battery status was ok and the battery was still sufficiently charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses were not present confirming the clinical observation. Next, the device memory content was thoroughly evaluated indicating an invalid memory content, which was not automatically recoverable by the pacemaker. It is assumed that the reported exposition to radiation during radiotherapy treatment was most likely causal for this observation. During the further course, a manually triggered reset was initiated and subsequently the device started to pace appropriately. A long-term pacing test and thermal cycles with three different temperature environments were performed. No deviations were noted during the analysis. The therapy functionality proved to be within specification. In conclusion, the clinical observation most likely resulted from an invalid memory content. The exact root cause, however, was not determinable. External influences such as the reported radiotherapy treatment are assumed to be causal for this clinical observation. After a reset the device was operating as expected. There was no indication of a material or manufacturing problem.

Event description:
Patient had radiotherapy for his lung cancer on (B)(6) 2018, and reportedly felt weird afterwards. On the morning of (B)(6) 2018, nurse visited patient for daily care and noticed that pulse was 30bpm. Patient was hospitalized. When physician controlled the pm it was not possible to find a pacing threshold even at 7.5v/1.5ms in the two channels. Physician decided to replace the device. During replacement procedure lead parameters where tested through psa with correct values (od: 0.2v, 578ohms, 3mv / vd: 0.2v, 783ohms et 16mv).